Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 500 mg/dl. The customer was admitted to (B)(6) memorial hospital on (B)(6) 2015. The outcome of the hospitalization of the customer is IV drip and insulin drip. The cause of hospitalization of the customer per healthcare provider is diabetic ketoacidosis. The customer also reported delivery anomaly on the insulin pump. The customer will call back to run displacement test and upload to carelink because she is not at home.